Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, but the lead would not deliver pacing when required and failed to sense. It was also noted that the physician tried to reposition the lead multiple times. The boston scientific representative eventually changed programmers and used a fixed lead to resolve the issue. No adverse patient effects were reported. The lead was received for analysis.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted, but the lead would not deliver pacing when required and failed to sense. It was also noted that the physician tried to reposition the lead multiple times. The boston scientific representative eventually changed programmers and used a fixed lead to resolve the issue. No adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.